Event description:
6fr guide + runthrough wire advanced - caravel used to exchange for rota-floppy wire. Caravel could not advance and tip broke off. Unable to remove tip with wire + unable to snare. Decision to continue angioplasty - with various balloons and multiple inflations. 6fr guide wire used to deliver 3.5x38mm xience stent. Post-dilated w/ 3.0x12 nc balloon to 20 atmospheres. Caravel tip was crushed against wall with stent. Timi 3 flow + final diameter of target lesion =3.4mm. Patient admitted to ccu for observation. Then discharged. Post pci - patient was observed in ccu + discharged in normal fashion. Pci result - good result- 3.4 mm lumen. Tip of caravel crushed.